Manufacturer narrative:
It is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. Part 03.010.056, synthes lot 4837838: release to warehouse date: (B)(6) 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the device was received with the handle broken into two pieces. Not all of the handle fragments were returned. There is also slight wear and marks on the face of the hammer. The root cause of the complaint condition is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The device is a reusable instrument used with numerous systems including the ti cannulated tibial nail system. The device can be used for both implantation as well as explantation of femoral or tibial intermedullary nails. Relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that slide/fixed hammer 700 grams is broken. The handle of the hammer is cracked, broken and missing one piece. It is also reported that the locking nut on the hammer is stuck and cross threaded. It is unknown if the reported malfunction occurred during surgery or not. This is report 1 of 1 for (B)(4).